Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. During the functional check, a blank display was encountered. The blank display was due to a short on the inverter board transformer. There were no physical discrepancies encountered with the inverter board. A known good inverter board was installed and the display became fully operational. The cycler underwent and passed a simulated treatment pre-ast 15 minute 1000 ml test and load cell verification. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon physical evaluation of the cycler by the manufacturer, it was identified that there was an internal short on the transformer of the inverter board.

Event description:
It was reported that a patient¿s liberty select cycler was receiving an invalid sensor reading alarm in set up, step 1 of their peritoneal dialysis (pd) treatment. The issue could not be resolved and the treatment was cancelled. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option, manuals was available. Additional information was requested, however to date has not been provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that there was an internal short on the transformer of the inverter board.